Manufacturer narrative:
B3: the event date is approximate. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. The case is being conservatively reported as the allegation related to a thermal event causing sparking would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur.

Event description:
It was reported that a philips sonicare diamondclean 9300 powered toothbrush produced sparks when device was powered on. Consumer confirmed that no injury occurred related to the reported event. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.